Manufacturer narrative:
(B)(4)

Event description:
It was reported that an unspecified malfunction occurred. The sensor was inserted into the arm on (B)(6)2024. It was indicated that the patient wore the sensor beyond its intended use, which is misuse of the device. The diabetes educator reported that the patient was admitted to the intensive care unit (ICU) on (B)(6)2024 due to diabetic ketoacidosis (dka) and issues with her dexcom g7 sensors. Upon admission, the patient did not have any of her cgm supplies with her. The patient was wearing her pump upon admission, which was removed at the hospital. The sensor successfully paired for 30 minutes before failing, and 45 minutes prior to the educator's call, the nurse reported receiving a "replace sensor now" message, less than 24 hours after insertion. A second sensor was applied but did not pair, and a third sensor was inserted, which displayed the same issue. The educator mentioned that these malfunctions occurred both in the hospital and prior to admission while the patient was at home. Per documentation, the patient had inserted a sensor on (B)(6)2024, which should have been replaced by (B)(6)2024, two days before her hospitalization. However, it is unclear what happened to that sensor. It was further highlighted during the conversation that the patient was already experiencing similar sensor malfunctions before her hospital admission. At the time of the report the patient was okay. Data was evaluated and the allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.